Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Therefore, in the absence of the subject device, it is difficult to determine the root cause of the event. Although the root cause of the reported event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This document represents our initial and final report.

Event description:
Procedure performed: rectum coelio. "One of the trial was made on a patient who previously went under chemio-radiotherapy. Usage of eb010 was ok but not optimal regarding the quality of the fusion. When discussing about the patient status and medical history that could alter the performance of the fusion, the surgeon took in parallel ligasure lf1637 which worked perfectly well." Information reported on cer form from sales rep on 28 june 2017: "patient operated on rectum per laparoscopy, with radio therapy and chemotherapy treatment. I observe a non optimal fusion on the tissues, comparative test with ligasure that behaves much better with regard to the dysfunction, the surgeon preferred to finish the procedure with covidien. Also impossible to use eb010 as a simple bipolar, slightly open jaws while the lf1637 ligasure works perfectly without any alarm ...." Original: patiente opérée d'un rectum par coelio, avec traitement radio et chimiothérapie. Je contaste une fusion non optimale sur les tissus, essai comparatif avec ligasure qui se comporte beaucoup mieux au regard du dysfonctionnement le chirurgien a prefere finir l'intervention avec covidien. Par ailleurs impossible d'utiliser eb010 comme une simple bipolaire, mors legerement ouverts alors que le ligasure lf1637 fonctionne parfaitement sans alarme aucune.... Additional information received from customer service team on 28 june 2017 at 12:17 pm: "confirmation of lot number 1288410." Additional information received from the sales rep on 3 july 2017 at 10:30 am: "the device involved with this incident has been destroyed after the procedure. The surgeon did not experience any malfunction or alarm with the device." Additional information received from the sales rep on 13 july 2017 at 10:47 am: "by not optimal the sealing was of type "oozing" in comparison with the ligasure which on same type of tissue did not present this inconvenience. Moreover, if correct sealing between the jaws there was creation of hematoma just next to those without real explanation. This was not observed with the ligasure that the surgeon used in parallel." Patient status: no patient injury or illness occurred associated with the complaint event.